Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported gastrointestinal bleeding, syncope, and shortness of breath could not conclusively be determined through this evaluation. The evaluation of the submitted log file confirmed driveline fault alarms; however, a specific cause for the alarms cannot be determined through this investigation. The submitted log files contained overlapping data spanning from on (B)(6) 2021 12:04:56 through on (B)(6) 2021 08:58:20. The log file captured continuous strings of driveline faults throughout the event history. The alarm did not affect the controller¿s ability to operate the pump at the set speed. A specific cause for the driveline fault alarm could not be conclusively determined through this evaluation. The patient had a known driveline fault and was admitted for a gastrointestinal bleed. The patient had a syncopal episode, melanotic stool, and shortness of breath. The patient was given 3 units of packed red blood cells. The device operated expected. The plan was to have a heartmate ii pump exchange in the future. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 24aug2016. Heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. The hmii lvas IFU and patient handbook address all visual and audible system alarms, as well as how to respond to each alarm condition. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the full report.

Event description:
It was reported that the patient had a known driveline fault (reported in MFR. Report # 2916596-2020-03622). The patient was admitted for a gastrointestinal bleed. A review of the log file noted constant driveline faults throughout the log. No low speed or pump stops were noted in the log file. Technical support noted that it appeared that the faulty wire may be totally broken. The low voltage while using wall power was on the low side at 11v and 12v. The patient was admitted on (B)(6) 2021. An esophagogastroduodenoscopy (egd) showed esophagus, stomach, duodenum normal. A colonoscopy on (B)(6) 2021 showed no endoscopic evidence of active bleeding. A small polyp in the descending colon was removed and sent for biopsy. A few diverticula were noted in the entire colon. A capsule study showed no findings. The device operated as expected. The patient had a syncopal episode, melanotic stool, and shortness of breath. The patient's hemoglobin was 6.7. The patient received a total of 3 units of packed red blood cells, as well as ferrous sulfate, lansoprazole, and octreotide. The patient's hemoglobin was 9.1 on (B)(6) 2021. The patient was using a hospital-issued power module. The patient had a chronic driveline fault alarm on (B)(6) 2020 (reported in MFR. Report # 2916596-2020-03622). Engineers did an external repair. Shortly after the external repair, the driveline fault reappeared. The patient was seem biweekly to monthly and log files were sent. No pump stoppages were noted so far. The account planned for a pump exchange with heartmate 2.

Event description:
A review of additional log files sent on 03mar2021 showed continuous driveline faults as expected. There were no pump stops noted in the log file.